Manufacturer narrative:
The device has been returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. There have been no other complaints reported in this lot number. (B)(4).

Event description:
Adverse event(s): "no patient harm" (no consequences or impact to patient). Product problem(s): "the plunger gets stuck, as if the rubber end of the plunger gets "canted" (delivery system failure [plunger]). A facility reported the plunger gets stuck. They stated, it was as if the rubber end of the plunger gets "canted". There was a one minute delay during surgery in order to replace the product. There was no patient harm.